Event description:
I had my procedure done in (B)(6). I have experienced pain in both sides and bad cramping and bleeding for over three months. Recently, I found out that my left coil is in my uterus. (B)(6), I was supposed to have it removed, but tonight, I felt this feeling that was weird. I decided to check and the coil was sure enough coming through so I pulled it out. I am still currently in pain and have not spoken to my doctor. I will do so in the morning. This is definitely scary and will never subject my body to any procedure like this pain. I wish I would have done my research. And the f/u procedure hurts more than the procedure itself. Never again.